Manufacturer narrative:
The cause of the cleaning brush tip breakage cannot be conclusively determined. However, the root cause for the insufficient reprocessing or inadequate inspection prior to use by the user. The user may have not noticed the breakage after reprocessing. Abnormalities are detectable by conducting inspection prior to use in accordance with IFU and confirm the condition of the brush after use. The subject scope did not satisfy its specifications when the suggested events were detected. The lm recommends the customer refer to the instruction manual . The product¿s IFU(operation manual) described as follows: "inspection of the instrument channel" "·insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. " the product¿s IFU(reprocessing manual) described as follows: "brush the channels" "·the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus "

Manufacturer narrative:
The scope was returned to the service center for evaluation. A visual inspection was performed with a boroscope and found scrape marks inside channel. Further inspection found 10 frayed wires on the bending section (passive side) and 10 frayed wires on the (passive side) when the bending section rubber was removed. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.

Event description:
The service center was informed that during an unspecified procedure, the distal tip of the cleaning brush was found in the suction channel. There was no report of any foreign object falling into the patient. It is unknown if the intended procedure was completed. There was no patient injury reported.